Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the programmer would not connect with the ins anymore even though she was able to charge the ins. The patient mentioned she was charging more frequently as well. On the call, the recharger was able to communicate with the ins. It was reviewed the ins is at eos as it was implanted over 9 years, so the patient will still be able to charge the ins, however it is no longer functional. The patient was redirected to discuss replacement with their hcp. The patient has an appointment scheduled for (B)(6) 2019. No symptoms or further complications were reported.